Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition with some lens wearing and cracked rear housing. The review of event found the record of event as 0990> error - 1870 - (B)(6) 2018 4:22:00 pm recorded in the event log. 3 times. The pump was powered on and it immediately displayed lec 1870. Upon further investigation it was found that the motor was locked. Design history review was performed. Based on the history log evidence, the complaint was confirmed. The root cause of the event could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump gave 'error 1870'. It was also reported that the pump had damaged screen. No adverse effects were reported.